Event description:
It was reported that the programmer displayed an error while it was connected to the software distribution network (sdn) and "searching for network". It was also reported during sdn (software distribution network) update, the programmer froze. After 24 hours of waiting, the programmer was restarted. At boot up an error displayed and nothing else happened. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer boots to a system error; mpu (microprocessor unit) printed circuit board assembly found out of electrical specification. Products: 229047 analyzer. (B)(4).